Event description:
The hcp reported that under-infusion had been detected during pump refill; 20cc (arv) of drug was removed from the pump when only 5.5cc (erv) of fluid had been expected. The patient has experienced no pain control and was being managed with oral medications. The drug used in the pump was morphine sulfate. The patient condition of an mrsa infection has been reported; a pump replacement procedure was anticipated after the infection clears. The product has been turned off; the patient was managed with oral medications until the pump can be replaced.